Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Sensor 3mh0611jd6d has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Inspected the plug assembly. Further extended investigation has been performed. Visual inspection has been performed on the returned sensor and no issues were observed. The data was extracted from sensor and observed sensor state 5(indicating normal termination). The sensor was reprogramed and it went to state 1(indicating the sensor was never activated). The current was applied to the sensor to perform linearity testing while in the test fixture. Accuracy tool also passed. Therefore the issue is not-confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.